Manufacturer narrative:
The navio handpiece, pfsr110137, s/n (B)(6), used for treatment was returned for evaluation. A relationship between the reported event and the device was established. Nothing was identified visually that contributed to the reported problem. A functional evaluation was performed. The reported problem was confirmed. The "internal cable/drill console error" presented when attempting calibration/homing. The most likely cause of this event is a short in the internal wiring of the handpiece cable. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints found similar events. A historical escalation event review was completed. The review determined that prior escalation actions are applicable to the scope of this complaint however no further escalation action is required. The surgical technique guide provides guidelines for recovering to a fully manual procedure in the ¿recovery procedure guidelines¿. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. Per complaint details from us, the device (computer/handpiece/drill/bur) malfunctioned while burring the femur of ukr procedure. It was communicated that the navio was abandoned after troubleshooting attempts failed to resolve the issue and the surgery was completed using conventional instruments with a surgical delay of greater than 30 minutes. Per the field report, no patient harm or additional complications were reported. The product evaluation confirmed the reported event for related/concomitant device. Responses to the requested medical documentation/information have not been received as of the date of this assessment. Based on the information provided, patient impact beyond the reported modified procedure and the 30-plus-minute surgical delay would not be anticipated as the case was reportedly completed with conventional instrumentation without patient harm/injury. No further medical assessment is warranted at this time. Although no further containment or corrective action is recommended or required at this time, the failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.

Event description:
It was reported that during a navio ukr procedure, after switching the navio handpiece, the system kicked them out with the internal cable/drill console error. They tried to reboot with no handpiece or drill plugged in, but they got the pfs control hardware failure (40000000000) error. They changed to manual procedure with a delay greater than 30 minutes. No other complications were reported.

Event description:
It was reported that, during a navio ukr procedure, a pfs control hardware failure (40000000000) error was displayed. The procedure was changed to manual instrumentation with a delay greater than 30 minutes. No other complications were reported.